Manufacturer narrative:
Other relevant device(s) are: product ID: 3898, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider [hcp], foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an ins revision in (B)(6) 2020. Since (B)(6) 2020, the patient was complaining of cramp sensations around the ins/left side. It originated from the lower thoracic spine, radiating around and under the ribs to the front. It was above the ins, rather than over or under it. Interrogation suggested that impedance was out of range on electrodes 3 and 4 of lead 1. It was noted that the patient had two 1x8 model leads. Her program on lead 1 used electrodes 4 and 5 so they reprogrammed to 5 and 6, but the problem still happened. X-rays were reviewed and they could see what looked like an anomaly on the lead that was uppermost on the x-ray. Where the wire entered the connector, it looked like they forked. It was noted that the lower lead wire/connector doesn't appear to do this. The hcp asked if this could be the issue/source of the problem. X-rays were provided.

Event description:
Additional information was received from a manufacturer representative reporting that the ins revision was due to battery depletion. It was unknown which lead had the issue as they were both implanted at the same time. The cramping sensation has not been resolved. The spinal cord stimulation (scs) was switched off and the patient was on the waiting list for revision surgery but was unknown when this happed due to covid.

Manufacturer narrative:
Continuation of d10: product ID 3877-45, lot# 0207546145, implanted: (B)(6) 2014, explanted: product type lead product ID 3877-45, lot# 0207546136, implanted: (B)(6) 2014, explanted: product type lead g9- the manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.